Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the lamp reached the end of its life. The issue was resolved after the user replaced the lamp.

Manufacturer narrative:
The reported issue was resolved with the assistance of olympus technical support. The reporter was unable to duplicate the problems while troubleshooting with the assistance of technical support. On follow up with the user facility, it was learned the reported problem was resolved by replacing the main lamp.

Event description:
A user facility reported to olympus that the spare lamp intermittently came on and end users were unable to white balance. There was no patient injury or harm, associated with the problem, reported to olympus.